Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems. The initial result of 2.35 mg/dl was reported out of the lab and was questioned by the physician. Customer re-tested the original sample and obtained a lower result of 0.96 mg/dl. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
The sample was collected in bd tube. Qc was run before the event and the results were acceptable. A field service engineer (fse) was dispatched: the fse reviewed customer's last 5 days calibration record. The fse replaced the leakage syringe pump. The fse performed a precision run and results meet specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.